Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2022. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, the pull wire broke, and the basket could not be closed anymore. Another trapezoid rx completed the procedure. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of november 15, 2022. Block h6: device code a0401 captures the reportable event of pull wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. Dimensional test noted that the side car rx was pushed back approximately 1.5mm out of specification. Additionally, the dimensional test verified that the depth of the screws was within the allowed tolerance, and the x-ray performed indicates screws in good condition. The reported event was confirmed. Based on all available information, it is possible that an excess of force was applied during the manipulation; perhaps the technique used could have contributed to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, the pull wire broke, and the basket could not be closed anymore. Another trapezoid rx completed the procedure. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.